Event description:
It was reported that this electrode exhibited a previous inappropriate shock due to noise that was oversensed, in primary vector. Noise was observed in secondary vector when checked in office. Reprogramming to alternate vector revealed noise. The smart pass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) was left off at that time. Technical services (ts) walked the health care professional (hcp) through turning smart pass back on in which it would not turn on. Ts noted this was due to the r wave amplitude being too low. Ts reviewed an untreated event in which the noise appeared to be movement or muscle noise. The hcp would discuss with the physician. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.